Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On 26jul2017, it was reported that the patient received a routine (non-urgent) heart transplant on (B)(6) 2017 and was reportedly doing well. It was also reported on 26jul2017 that the patient had experienced a few driveline infections post-implant, throughout the duration of support. No information regarding the treatment rendered was provided. Additionally, in the weeks leading up to the heart transplant, the patient's lactate dehydrogenase (ldh) started to increase and the patient¿s clinicians started to suspect pump thrombosis; however, thrombosis was not diagnosed prior to the heart transplant. There was no reported treatment for the elevated ldh, there were no reported device issues, and there was no correlation made between the elevated ldh and the transplant. No further information was provided at the time of this report.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The severed distal end portion of the driveline was not returned. The sealed outflow graft bend relief and the collar was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the evaluation of the returned pump and a direct correlation between the device and the reported episodes of driveline infections and the patient's elevated lactate dehydrogenase level could not be conclusively established through the evaluation. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.